Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no power to the device. The field service engineer found ethernet cable was plugged into internal network port, moved cable to correct port and restarted station. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had power failure. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.